Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm on the homechoice (hc) machine. This occurred during use, while the patient was connected. The technical service representative (tsr) went through the troubleshooting questions with the patient and found that there was an open clamp on an unused supply line. The tsr instructed the hp to cycle the power and reviewed the proper setup procedures with the hp. The hp was directed to setup with all new supplies. There was patient involvement, however no adverse event was reported.

Manufacturer narrative:
(B)(4). The issue was caused by a use error, due to a clamp being left open on an unused line. Per the patient at home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.